Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed that the core wire and composite core was broken apart at approximately 5mm from tip end, coil was elongated however the guidewire was in one unit up to distal end. Trace of the locally rotational force observed with the composite core, while rotational breakage due to excessive twisting force was found with the core wire. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. It is inferred that the guidewire was trapped in the calcified cto lesion when crossing of the guidewire was attempted, and rotational manipulation might be repeatedly given to the guidewire, resulting the accumulation of rotational force to the core wire and composite core, breakage of the core. Along with removal of the guidewire the coil was stretched and elongated without breakage. IFU describes in its warning section; if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, in the pci procedure to moderately calcified cto lesion at lad #6, subject guidewire was advanced, and during attempt to cross the lesion, physician felt that the guidewire was trapped in the lesion and coil was stretched. The guidewire was removed out from the anatomy without breakage or any impact to the patient.